Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.50mm rotapro burr and rotawire drive were selected for use. After setting 200,000 rotations outside the body, the mode was switched to dynaglide. As the rotawire was advanced from the guide catheter (gc) into the vessel, it was pushed too far forward. An attempt was made to pull it back slightly, but the device was stiff and could not be moved. The catheter was retracted just before the gc curve, and another attempt was made to adjust the wire, but it still would not move. The wire was pulled forcefully, and it finally moved backward, but the spring portion of the wire had entered the tip of the rotapro burr and the devices were entrapped. The procedure was completed using another device of the same device. No patient complications were reported.